Manufacturer narrative:
Available information indicates the lv lead remains implanted and in use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected to be dislodged. It was reported the patient is in a nursing home and has many motor difficulties. The patient uses a wheelchair and needs help to lie down and sit. It was suspected that these motor difficulties caused the lead dislodgement. No invasive intervention or corrective actions were performed. No adverse patient effects were reported.